Manufacturer narrative:
Section b3: event date corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death, sepsis, infection, and bleeding. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2024 with a low hematocrit level and anemia, caused by multiple infections, and the patient was noted to have had a history of iron deficiency anemia, and no bleeding was confirmed. The patient's worsening anemia was attributed to the development of sepsis, and was treated with blood products, as well as several units of blood throughout admission. Blood cultures taken on (B)(6) 2024 were positive for corynebacterium striatum (c. Striatum). There was also a possible driveline infection on that date, however cultures were negative. Sacral wound cultures taken on (B)(6) 2024 were positive for klebsiella and escherichia coli (e. Coli). Later driveline cultures taken were positive for c. Striatum and there was serosanguinous drainage from the driveline. It was speculated that the sacral wound could also have been a source of c. Striatum, however it did not look overly infected at the time. The date of onset for all infections was determined to be (B)(6) 2024. The infections were treated initially with intravenous (IV) vancomycin on (B)(6) 2024, then the patient was switched to oral linezolid on (B)(6) 2024 when blood cultures sensitivities came back and then switch again to minocycline on (B)(6) 2024 due to thrombocytopenia. The patient was transitioned to comfort care on (B)(6) 2024 and passed away due to sepsis on (B)(6) 2025. The outcome was not considered device or therapy related, and the device was stated to have operated as expected. An autopsy was not performed. The device was not explanted and was not returned for evaluation.